Event description:
The valves were implanted in 2003. In 03/2004, the center's director informed the MFR's (MFR) vascular access specialist of the following: the pt was hospitalized in 2004, after dialysis. Blood cultures were drawn with results positive, suspected becteremia. Three days later the dialysis unit requested info regarding treatment of suspected infection. Infection algorithm being followed for treatment of the infection. No further details provided at this time.